Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had no stimulation sensation. Therapy impedances were >4000 ohms on all electrodes except for pairs 4&5, 5&6, and 6&7 which were 1537 ohms. The patient was in the clinic. The patient was reprogrammed using electrodes which were in the normal range. The patient felt stimulation slightly. Additional information has been requested, but was not available as of the date of this report.